Manufacturer narrative:
Based on the information available, the console was not returned for analysis. However, it was serviced at the customer's facility by a field service engineer (fse). No error codes were reported. The actions taken included running a self-test and evaluating the system. The damaged foot switch was verified, and the burning smell could not be duplicated. The foot pedal was replaced, and the burning smell did not reappear during testing. The optics and optical alignment were inspected, and the far alignment for all four channels was adjusted. Energy output was verified at all levels per the checklist, and the inspection was passed. The system status was confirmed as ready for clinical use, and the defective foot switch parts were returned. Upon receipt at our quality assurance laboratory, a visual inspection and conductivity testing of the foot switch were performed. The foot switch assembly was damaged, with the foot guard broken and the center standby-ready button separated from it. The blue rubber button was also ripped. However, all four rubber feet were in place, and the bottom plate was in good condition. The cable insulation, strain relief, and connector were all intact, with clean and straight pins. Both pedals pressed smoothly and returned to their open positions without issue. The connector was opened, and all wires were confirmed to be properly connected. The switch cover was also opened, and all screws were clean, with no signs of corrosion. Each switch was tested at the screw-down connections, and all contacts, both normally open and normally closed, passed successfully. The malfunction found could have affected the device performance, leading to the event experienced by the customer. There is no evidence that was found to indicate a manufacturing or design-related issue. The investigation conclusion code assigned is "cause traced to component failure," which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the device had a burning smell and the foot pedal case was damaged. There was no patient or procedure involved.

Event description:
It was reported that the device had a burning smell, and the foot pedal case was damaged. There was no patient or procedure involved.